Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was experienced an communication error. A technical support specialist rebuild and resync the station's database to normal to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had experienced an communication error. The customer reported that the user was able remove medication from the another station and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.